Manufacturer narrative:
It was reported that the patient experienced exposed vaginal sling and underwent cystoscopy, excision of mesh on (B)(6) 2007. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh removal and bladder stints in or about (B)(6) 2007 due to mesh extrusion and erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent cystoscopy with excision of urethral polyps on (B)(6) 2009 due to vaginal discharge with urethral polyps. It was reported that the patient underwent stage I followed by a stage ii interstim placement on (B)(6) 2009 due to urinary frequency-urgency syndrome. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.